Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) was displaying an alarm message ¿autofill failure¿. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1 (event site telephone, event site address and event site email), e3, g3, g6, h2, h6 (health effect impact codes, type of investigation, investigation findings and investigation conclusions), h11 due to character limit in block e1 event site address: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed autofill failure fault 63 arg 1 0x12. The fse found that the pressure set point was 238 mmhg. After the drive pressure regulator set point was readjusted to 385 mmhg, the issue was resolved. No parts were replaced. The unit passed all functional and safety checks to factory specification.

Event description:
It was reported by the customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was displaying an "autofill failure" alarm message. There was no patient involvement.